Event description:
Additional information received indicates that the patient's lead had migrated. The issue was confirmed via x-ray. It was noted that the patient had a fall and had been experiencing ineffective stimulation since then. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-00516. It was reported that the patient was scheduled for a procedure on (B)(6) 2021 for an unknown reason. No further information is available at this time.